Event description:
Report received that when the rotary control knob was in the vtbi (volume to be infused) position, after being placed in the reset position, the pump gave four audible beeps and the total volume (the amount of solution that had infused) was cleared. The pump had been received from clinical service with the report that the pump would not infuse on the primary line, only on the secondary line. The customer's biomedical engineer found that the primary and secondary line worked as expected, however, during testing it was noted that the total volume cleared when the rotary control knob was in the vtbi position. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, there was no further information available.